Event description:
It was reported that during a laparoscopic colectomy procedure, the device leaked at the anastamotic site. Diverted and did a temporary colostomy on pt. Surgeon will go back in 4-6 weeks to remove the colostomy. Pt is fine otherwise.